Event description:
Customer's wife reports back to back testing on the same meter while using the compact plus system with results of: 385 mg/dl and 159 mg/dl, 86 mg/dl and 118 mg/dl. Quality controls were expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.